Manufacturer narrative:
Customer quality conducted an investigation of the returned device. Part 314.119 / #lot 7894846 / screwdriver shaft stardrive 4.5/5.0, t25, self-holding the distal tip of the complained screwdriver is slightly worn with black abrasions. The rest of the instrument is still in good condition. That the shaft is twisted around his axis, could not be detected. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Lot 7894846 was manufactured in may 2015 and all parts were according to our specifications. All devices were sold meanwhile and we are not aware of any quality issues associated with this article- and lot number. An internal functional test with a locking screw stardrive® ø 4.0 mm, length 34 mm was performed. The complaint condition is unconfirmed, as the locking screw could be attached and detached to the screwdriver as intended. No twisting of the shaft or tip could be detected. We conclude that the cause of failure is not due to any manufacturing non-conformance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, age, dob & weight not provided for reporting. Device is an instrument and is not implanted/explanted. Reporters phone number: (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part #314.119 lot. #7894846, DHR review for part #314.119, synthes lot#7894846, release to warehouse date: 15-may-2015, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the screwdriver shaft is "whitred", the shaft twisted around his axis this event happened during surgery. No patient harm reported. The procedure was successfully completed with no delay to surgery time. This complaint involves one part. This report is 1 of 1 for (B)(4).